Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure. During procedure, contacts fell off the lead. The physician was able to retrieve all contacts from the epidural space. The patient is reportedly doing well.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure. During procedure, contacts fell off the lead. The physician was able to retrieve all contacts from the epidural space. The patient is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed operational environment evaluation and electrical tests performed. There was a burn mark on the ipg case, and it failed on case current and compliance voltage tests. Exposing the analog ic to high-electromagnetic or voltage transient can cause this type of failure. The root cause of the damage is unknown. Device evaluation indicated that the associated paddle lead returned in pieces. Most of the contacts were separated/dislodged from the paddle. One contact was not returned. However, it was reported that the physician was able to retrieve all the contacts from the epidural space. The root cause of the paddle damage could not determined.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4), description: artisan surgical lead with plantalock technology - 70cm.